Event description:
It was reported that customer was hospitalized on (B)(6) 2015 with blood glucose of 680 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with IV drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on equipment with nurse. During troubleshooting, it was found that date and time were incorrect. After troubleshooting, nurse was advised that insulin pump was functioning as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.